Manufacturer narrative:
Concomitant medical products: 0074 lead implanted: (B)(6) 1995, addr01 ipg implanted: (B)(6) 2013, 6707-15 adaptors x2 implanted: (B)(6) 2017. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient had pocket pain and severe discomfort with the implantable cardioverter defibrillator (ICD) implanted abdominally. The ICD was repositioned to a pectoral location and remains in use. No further patient complications have been reported as a result of this event.